Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During evaluation of the device, foreign material in the air/water channel was observed. The service repair technician was unable to identify a cause. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.